Event description:
A report was received that a pt will have the precision system explanted because of cervical compression due to the lead. The pt had a lead revision in 2008, and after the revision, the pt started to experience challenges with walking, and is confined to wheelchair. The pt's lead is placed high in the cervical spine, and there is concern that the pt might develop a cervical hematoma.